Event description:
A lead extraction procedure commenced to remove an ra and rv lead due to bacteremia. (B)(6) lld ez lead locking devices were inserted into each lead to provide traction. Beginning with a spectranetics tightrail sub-c on both leads, progress was made just before the svc. Then, the leads were prepped with cook medical needle¿s eye snare and switched to a cook medical evolution and snare, the ra lead was snare and removed. After removal, a large growing effusion was noted, and sternotomy was performed. An svc/ra junction perforation was discovered and repaired, and the remainder of the rv lead was removed post sternotomy. The patient survived the procedure. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".